Manufacturer narrative:
The device was not returned to olympus for inspection; however, a technical assistance center (tac) provided remote troubleshooting, and the reported failure was not confirmed. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a no image issue during maintenance involving an olympus video system center. There was no patient injury reported.